Manufacturer narrative:
Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was shutting down. The customer¿s blood glucose level was high and it was 533 mg/dl and treated with insulin pen. The customer also reported that the drive support cap was normal. The customer did not receive a low battery alert prior to the turning off. The customer stated that the new battery resolved the issue. The insulin pump will be returned for analysis.